Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the device performed to specification. The device was put through extensive testing including full functional testing without duplicating any malfunction to the device. The pads used during the event were discarded. The device was recertified and returned to the customer. Review of the clinical file did show evidence of the reported problem but does not indicate a device malfunction. The log showed multiple pads off messages and toggling between pads on and pads off messages, indicating the device did not detect a valid patient impedance between 15-300 ohms. There are multiple factors outside of a device malfunction that could contribute to this condition. Some include, but are not limited to motion artifacts, poor contact between the pads and the patient's skin, poor contact between the multifunction cable and the adapter, patient skin condition, or an issue with the accessories. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 71-year-old male patient, the device failed to discharge. Complainant indicated that the clinician obtained another set of defib pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.